Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: cadd solis pump was received from the customer stating that ¿the device had no perfusion". Customer problem wasn't duplicated. Visual test was performed - found damaged (detached) dso (downstream occlusion) seal. The dso seal was replaced. Functional testing was performed. Occlusion test was used. Device doesn't hold patient data. Primary problem with defective pwa (printed wireless assembly). The pwa was also replaced. Accuracy test was performed - test passed (+2,569%). After the repair the device must pass all functional tests before it will be shipped back to the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had no perfusion. There was unknown patient involvement, and no harm/adverse event reported. The following information was provided by the investigation: visual test was performed - found damaged (detached) dso (downstream occlusion) seal.